Event description:
Per the clinic, the patient underwent a skin flap reduction surgery (specific date not reported) due to poor magnet retention. The implanted device remains.

Manufacturer narrative:
This report is submitted on april 26, 2022.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2021, in order to perform a skin flap revision surgery. This report is submitted on may 17, 2022.